Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a procedure. It was reported that the site was unable to expose during the case. There was no impact on the patient outcome. As of (B)(6) 2019, the site indicated the system was functioning as intended and no further actions were required.